Event description:
The customer alleged a screw from the light arm system fell on the patient during the patient preparation for a surgical procedure. No injury was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Upon device inspection it was noticed a cover of the light system was damaged at the point where the screw was placed which did fell off. The screw could not be found. The damage of the cover did not allow to fix a new screw. The cover was replaced and fixed with a new screw. The device is working as intended after the repair. It could not be clarified what caused the damage to the cover. Based on this, no further action is required.

Manufacturer narrative:
Further investigation is ongoing. Results will be submitted by a follow-up report.

Event description:
The customer alleged a screw from the light arm system fell on the patient during the patient preparation for a surgical procedure. No injury was reported. This report was filed in our complaint handling system as complaint # (B)(4).